Manufacturer narrative:
The customer report of leaking and fractured tubing was not confirmed based on visual inspection, and functional and pressure testing of the as-received partial set sample. The as-received sample was inspected for kinks, holes/tears in the tubing or damages to the components. No obvious damages or issues were observed. All mated luer components were disconnected. No issues were observed with any of the recently mated components. The expected stopcock was not returned for investigation and could not be evaluated. The root cause of leaking and fractured tubing was unable to be identified.

Event description:
It was reported that prior to the patient being induced, the rn noticed that fluid was leaking from the tubing. The tubing was fractured. It was further confirmed during follow up, that there was no patient harm as a result of this event.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
It was reported that prior to the patient being induced, the nurse noticed that fluid was leaking from the tubing. The tubing was fractured. There was no patient harm.